Event description:
It was reported the pt was experiencing stimulation in the wrong location. The stimulator was turned off before bed and turned back on when the pt awoke. The stimulation was felt in the torso up towards the heart. The pt was seen in the clinic for reprogramming. It was determined the lead had migrated. The lead was explanted and replaced. Additional info has been requested but was not available on the date of this report.